Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime and also reported motor error alarm. Customer's blood glucose level is 440 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised that a complete set change resolved the issue and there was no alarm message during manual prime. Customer does not want to return the reservoir or the infusion set for analysis. Troubleshooting for the motor error alarm was performed. Customer was able to complete the rewind process. Customer received 2 motor error alarms in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.